Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage,') and genital haemorrhage ('abnormal bleeding') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo confirmation test". The patient's medical history included menorrhagia, vulvovaginitis, polycystic ovaries, weight gain, urinary urgency, vulvovaginal candidiasis, hair loss and anxiety. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), genital haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), urinary tract disorder ("urinary tract disorder"), bladder disorder ("bladder problems"), pain ("abnormal pain"), depression ("depression"), device expulsion ("migration of essure device: location of device: uterus"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea"), vaginal discharge ("vaginal discharge"), urinary tract infection ("infection urinary tract"), anxiety ("mental anguish"), vaginal infection ("vaginal infection"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). The patient was treated with surgery (ablation). Essure treatment was not changed. At the time of the report, the genital haemorrhage, pelvic pain, urinary tract disorder, bladder disorder, vaginal haemorrhage and menorrhagia outcome was unknown. The reporter considered anxiety, bladder disorder, depression, device breakage, device expulsion, dysmenorrhoea, genital haemorrhage, menorrhagia, nausea, pain, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: patient received treatment for pelvic pain, genital bleeding and urinary tract disorder. Concerning the injuries reported in this case, the following event was described in patient's medical record- device monitoring procedure not performed. Most recent follow-up information incorporated above includes: on 3-aug-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage,') and genital haemorrhage ('abnormal bleeding') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo confirmation test". The patient's medical history included menorrhagia, vulvovaginitis, polycystic ovaries, weight gain, urinary urgency, vulvovaginal candidiasis, hair loss and anxiety. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), genital haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), urinary tract disorder ("urinary tract disorder"), bladder disorder ("bladder problems"), pain ("abnormal pain"), depression ("depression"), device expulsion ("migration of essure device: location of device: uterus"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea"), vaginal discharge ("vaginal discharge"), urinary tract infection ("infection urinary tract"), anxiety ("mental anguish"), vaginal infection ("vaginal infection"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). The patient was treated with surgery (ablation). Essure treatment was not changed. At the time of the report, the genital haemorrhage, pelvic pain, urinary tract disorder, bladder disorder, vaginal haemorrhage and menorrhagia outcome was unknown. The reporter considered anxiety, bladder disorder, depression, device breakage, device expulsion, dysmenorrhoea, genital haemorrhage, menorrhagia, nausea, pain, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: patient received treatment for pelvic pain, genital bleeding and urinary tract disorder. Concerning the injuries reported in this case, the following event was described in patient's medical record- device monitoring procedure not performed . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-jul-2020: pfs and mr received. Events added- device breakage, dysmenorrhea, nausea, device expulsion, urinary tract infection, vaginal infection, vaginal discharge, menorrhagia, vaginal bleeding and plaintiff did not undergo confirmation test. Medical history added,patients height added, reporter added based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.